Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 543 mg/dl. At the time of the report, the customer had not addressed bg level. The customer continued to use the pump for insulin therapy.